Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. Onsite service arranged but unable to duplicate pretest failure because the display would not power on due to cracked screen. Proportional valve and solenoid valve provided to customer, made customer aware of bad display which is not covered under discount. Customer stated they will do repair themselves.